Manufacturer narrative:
Product analysis: the error was confirmed and attributed to the printed circuit board (pcb) being out of electrical specification. Display wires were found to be pinched, with exposed wire. The upper and lower cases were cracked/broken. The hanger assembly was cracked. The main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.